Event description:
It was reported that during demo case the software crashed when moving to tibia planning. Minimal free collection had been collected to try to replicate a brainlab technique (anterior femur, distal femur, and posterior femur, medial plateau, lateral plateau and anterior cortex. The mesh was not connected between each of the areas. When the case was resumed, tried to press add femur points and it crashed again. The third time it did not crash. Continued with the minimal points to see what would happen and finished the case.

Manufacturer narrative:
H3, h6: the device is intended for use in treatment and the navio software unexpectedly exited from the planning screen twice. Case log files and screenshots were returned for evaluation. DHR review found that the software version (navio rc-5205) has been validated. A complaint history review identified similar events. We could confirm there was a relationship established between the reported event and the device. Review of the log files confirmed the unexpected exits were "segmentation faults".